Event description:
A physician reported that the foreign material like a piece of metal was found in the anterior chamber when examined the day after surgery. The procedure type was unknown. The surgery was scheduled to remove the foreign material at a later date. There was no patient harm. Additional information received that the foreign material like piece of metal was removed by reoperation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in the foreign material was sent to the particle lab for analysis, scanning electron microscopy with energy-dispersive x-ray spectroscopy analysis identified aluminum, titanium and vanadium. The presence of these elements along with visual characteristics suggest the metallic particle is a titanium alloy. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached were reviewed by the manufacturing site. Photos show eye with foreign material. Reported issue confirmed from photos. The evaluation confirms the foreign body material as reported by the customer. The particle analysis found the piece of metal to contain titanium alloy. Phacoemulsification tips are made from titanium. How and when the metal entered the eye cannot be determined from this evaluation as no phacoemulsification tip sample was returned and a root cause cannot be determined for the complaint as described by the customer. Possible contributing factor of the metal foreign material could be generated if the phaco tip came in contact with a second surgical instrument during surgery per the warnings in the system operators manual. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phacoemulsification tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. System operators manual provides warnings against metal particles. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).